Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that there was no power to bed due to malfunction power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was no power to the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.